Event description:
The dealer states that the right brake is sticking.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
(B)(4). Although the right motor was reported on, both motors were returned and evaluated. Conclusion: left motor: motor ran properly during bench test. No sign of heat internally when disassembled. Brake engages/disengages properly with no sticking. Right motor: tight brush holder discovered during bench test.

Event description:
The dealer states that the right brake is sticking.